Event description:
(B)(6) study. It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. There were no reported complications that occurred. On (B)(6) 2019 the patient had a transesophageal echocardiogram procedure that showed that there was a thrombus attached to the atrial aspect of the closure device. The patient was started back on eliquis.